Event description:
Same case as MDR ID# 2134265-2015-04981 and 2134265-2015-05258. It was reported that automatic pullback failure occurred. The motor drive unit (mdu) was used in conjunction with an opticross¿ imaging catheter and a bsc sled. During the procedure, due to connection failure, the mdu failed to perform automatic pullback. No patient complications were reported and patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).